Manufacturer narrative:
Product event summary: analysis confirmed the reported event, cracked solder joints were found on the head connection. The programmer also failed software control gain, uplink and telemetry uplink testing. As a result the printed circuit board was replaced. It was also noted that the printer would not pass printer test, so the printer was replaced. Product ID 2067 radiofrequency head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the connection from the programmer wand and the programmer is not tight physically or electrically. It seems to be loose, and gives technicians thoughts that the programmer wand itself is broken. The programmer and programmer wand were returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.